Event description:
Reportable based on analysis completed on 23jan2026. The returned device evaluation revealed the coil was broken. This 2x6 embold? Fibered device was selected for use during a splenic artery embolization procedure. During the procedure, after the first coil was deployed, they selected another vessel to embolize and requested this 2x6 embold. As they were advancing the coil and had removed the introducer sheath, the coil was only able to advance 80% through the microcatheter. The coil was resheathed and attempted again; however, the same issue was observed. The coil was pulled back to reload into the sheath; however, the same resistance was noted. It was then decided to pull the coil out of the microcatheter, but it was noticed that the coil was not attached to the pusher wire. It was then observed via fluoroscopy of the original introducer sheath that the coil was still stuck in the introducer sheath. At that point they decided to use a nester coil. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this embold fibered coil delivery system was received with the perforations intact and another delivery sheath with the coil inside. The returned device was examined microscopically to reveal a coil break at the coupler. Second delivery sheath had a stretched coil with dried blood.